Event description:
Left total knee arthroplasty performed in 2000. It was reported that locking bar component fractured and pt underwent additional surgery in 2002. Tibial bearing and femoral components were reportedly exchanged.